Event description:
(B)(6) 2025, rtg0946161 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had an MRI done yesterday, and the tech asked them to show that the device is turned off. The patient stated that the tech did the scan, and, then they started feeling really intense cramp on their leg, back and traveling up to their neck and were told by the tech that they had deactivated the MRI mode before the scan. The patient stated that they were in the machine for a total of 7 minutes before they come out because they felt that something is off, and when they double -checked, <(>,<)> they found out that the MRI mode is deactivated. The patient stated that the cramping dissipated after 45 minutes that the machine was off and mentioned that their leg is throbbing last night. The patient also stated that yesterday, the communicator was able to locate the device, but it's having trouble increasing the stim. The patient stated that they adjusted it yesterday because it was put to 0 and turned into MRI mode, but they are having trouble increasing the stim and saw an error message that they never saw before. Agent redirected the patient to the hcp to have the implantable system checked. Agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report . Medtronic will submit a supplemental report if additional relevant information becomes known.